Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received multiple insulin flow blocked alarm and they changed infusion set and reservoir several times. Customer stated that the insulin flow blocked alarmed during fill tubing. Customer stated that the insulin exit with manual plunger push. Customer ran load reservoir or fill tubing to 5.0 unit after rewinding the insulin pump and reinsert reservoir into the insulin pump but the insulin pump did not alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed. The product will not be returned for analysis.